Manufacturer narrative:
(B)(6). This product is a combination product. The investigation is in process. Once the investigation has been completd, a follow-up MDR will be submitted. Not returned for investigation

Event description:
It was reported that during surgery, a "monomer not entering "issue occured: monomer bags did not empty. No surgical delay and no patient injury have been reported.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. Complaint sample was evaluated and the reported event was confirmed. The returned device was evaluated and device canula was obstructed, possibly due to monomer leakage during transport. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was been reported that during surgery, a "monomer not entering "issue occured : monomer bags did not empty. No surgical delay and no patient injury have been reported.